Event description:
The patient reported they had gone to see their doctor to get their bandages taken off, and when they looked at the area, the patient noticed a light pink fluid at the implant site. It was stated that the doctor told them it wasn't infected and sent them home. The next morning when the patient woke up, they checked the area and noticed the area had gotten as large as a dinner plate. It was stated the patient had an appointment to see their doctor the (B)(6) prior to the report, and they gave them some antibiotics and had the area cultured. It was noted they hadn't heard back about the culture yet. The patient stated they had an appointment next week with their doctor. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.